Event description:
A baxter engineer repooted a pump with failure code 570:320. It is unknown when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.